Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed in an unspecified quantity (stated as ¿at least one") of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. It was further reported by the customer that the pm was identified to be ¿abs¿ (not further specified) via ftir (fourier-transform infrared spectroscopy). The device(s) had been filled with fentanyl and bupivacaine. This issue was discovered after compounding prior to leaving the facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 h10: the lot number 60252496 has been clarified by the reporter to be a suspected lot number potentially associated with the issue; therefore, this report has been updated to a duplicate of 1416980-2021-02635. 1416980-2021-02635 was submitted for an unknown lot number and will now cover this potentially associated lot. Should additional relevant information become available, a supplemental report will be submitted.